Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open posterior lumbar inter-body fusion (plif) surgery at l5-s1. Post-op, s1 screw loosening was observed. Per radiographic review, the patient had a subtle s1 screw loosening that progressed on follow-up. Per investigator, the screw loosening has a ¿causal relationship¿ to the screw.